Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a ventricular assist device (vad) coordinator called the abbott clinical consultant to discuss installing the low flow software for the patient due to flows lower than 2.5 lpm. The final decision, per the physician, was made to wait until (B)(6) 2024 to install the low flow software for 2.0 lpm threshold. Log files were sent for review on (B)(6) 2024. The log files confirmed numerous low flow events occurring on (B)(6) 2024. The abbott clinical consultant came in to see the patient. The patent's flow was 1.2-1.3 lpm. The patient had a do-not-resuscitate (dnr) order and their prognosis was not good. The patient was considered to be on hospice care. The team agreed to proceed with the low flow software upgrade. The controller exchange was performed on (B)(6) 2024 by the vad coordinator. The patient passed away due to right ventricular and multiorgan system failure on (B)(6) 2024. The patient had a protekduo in their right ventricle for right sided support. The left ventricular assist device (lvad) only assisted the left ventricle. The outcome was not device or therapy related.

Manufacturer narrative:
Sections d1 and d4: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events on (B)(6) 2024 from 7:17:11 to 8:59:09, per the timestamps. Numerous low flow events were seen throughout the log file. Some of these were sustained long enough to trigger low flow alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed during support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 of the IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure), and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low flow alarms occurred in the setting of refractory right ventricular failure.